Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown and that they did not do any impedance checks. It was reported that no symptoms or the event issue was not reported to them. No hospitalization was required for the event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect. The issue occurred following strenuous activity or exercise. The patient went walking (exercising) yesterday and she experienced leaking during this time. The reason for receiving the implant was to help with leaking while she exercises. The patient received implant 10 days ago. The patient did have 100% success with the trial. The patient lacked basic understanding of: the therapy; patient programmer use. The patient was not told of restriction prior to being implanted. The patient's doctor told her they could return to activities when she felt that she could. The patient was told to wait at least 2 weeks. The patient was not trained adequately on using device. The representative asked her a few questions in the recovery room and said that she was good and left. The patient wanted to become more familiar with how to make adjustments, said she will wait to make adjustment until later. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 3889-28, lot# va0ahbp, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient thought their programmer showed them their implantable neurostimulator (ins) was half full but it was explained to them the difference between the ins battery screen and programmer battery. It was stated the patient had stimulation in the wrong location. The patient switched to program 2 and 3 and all it did was give them a needles type feeling in their upper buttocks. It was noted the patient had their stimulation on program 4 at 1.2 volts and when they hit the sync button they got a quick sensation and didn't get why it was doing that. It was later reported since the patient had the implant they felt like they had been all over the place. It was stated that one day it would work great then the next day not at all. It was noted the patient had been bouncing around with the amplitude and programs and not tracking. Reportedly, the patient had not training on their programmer. The patient stated their bladder symptoms overactive and it was "all over the place" and "day to day it is different." It was reported when the patient first left the hospital they were on program 1 at 1.1 volts and they didn't feel the stimulation. The patient used 1.1 volts for a week, and then went 1.2 volts then 1.3 volts. The patient felt stimulation at 1.4 volts and reported 1.4, 1.5, and 1.6 volts all felt the same. It was stated the patient's trial was successful and they had 8 days with not one drip. Later that the same day it was reported, the patient never had therapeutic effect. It was stated the patient had their device for three months and was exactly the same was when they started. The patient stated one day "it worked 100% and the next day it didn't work, it worked 0%." It was noted by day 3, which was two days prior to report, the patient stated all of a sudden it started to hurt.

Event description:
It was later reported that the patient never hadtherapeutic effect. Since being implanted, the patient had not felt the stimulation had helped her as much as she would like. The patient went to have ins reprogrammed by representative in november of last year for this issue and she was still not having adequate results. The patient wanted to know how long to leave on a certain program. The patient had tried all different programs. The patient was sent some physician listings, so she would have a hcp (healthcare provider) to contact with health care related concerns.

Event description:
It was also reported that since implant the patient's interstim had not provided the symptom relief she was expecting. The patient's symptoms were definitely improved but the patient had such great success with the trial that she expected her implant to be the same. On friday after drinking an iced coffee the patient stood up and "it poured out of me." When the patient left the hospital, she was on program 1 at 1.1 and increased up to 3.2. The patient asked about changing programs. The patient was given instructions on how to change programs but the patient wanted to continue trying to increase using program 1 and increase strength.

Manufacturer narrative:
(B)(4).